Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The visual inspection was performed and the device has the spring tip severely damaged (unraveled) and corewire broken. The device returned was measured and all the outer dimensions were found within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-12484. It was reported that guide wire tip detachment occurred. The target lesion was located in the superficial femoral artery. An offroad¿ re-entry device was used, and a 014/300/sst platinum plus¿ guide wire was passed through the lancet. On retraction of the wire, the distal spring tip elongated and snapped, leaving a distal portion of the wire sub intimal. Another 014/300/sst platinum plus¿ guide wire was used with the intention to complete the procedure, however the same issue occurred and unable to proceed with procedure. From observation it seems the lancet is shearing off the wire tip. The device was simply pulled out. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-12484. It was reported that guide wire tip detachment occurred. The target lesion was located in the superficial femoral artery. An offroad¿ re-entry device was used, and a 014/300/sst platinum plus¿ guide wire was passed through the lancet. On retraction of the wire, the distal spring tip elongated and snapped, leaving a distal portion of the wire sub intimal. Another 014/300/sst platinum plus¿ guide wire was used with the intention to complete the procedure, however the same issue occurred and unable to proceed with procedure. From observation it seems the lancet is shearing off the wire tip. The device was simply pulled out. There were no patient complications reported and the patient's status was stable.